Event description:
Caller reported having a seizure that required emt treatment for low blood sugar. The next evening the caller was hospitalized with asthma. Caller's blood glucose reading from freestyle was 73mg/dl compared to the hosp lab draw of 786 mg/dl approx 25 minutes later. The caller was treated for diabetic ketoacidosis.